Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging the patient was hospitalized on (B)(6) 2017 with diabetic ketoacidosis. No additional information was provided and troubleshooting could not be competed. Several unsuccessful attempts were made to contact the patient. This complaint is being reported because the pump could not be rule-out as a cause or contributing factor to the reported health event.